Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and bladder prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystocele repair, anterior repair and cystoscopy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, urinary problems, dyspareunia, and infections. It was also reported that the patient underwent a surgical procedure in (B)(6) 2012 due to stress urinary incontinence and bladder lift. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.